Manufacturer narrative:
In the initial complaint report it was stated that the affected product was the 70106.3529 10013#avalon elite 13f, 11cm. After the visit of the sales rep on (B)(6) 2018 further information were provided by the customer: no element from the avalon elite catheter ref. (B)(4) was used. The problem occurred with the guide wire of the vascular access kit ref. (B)(4) (lot number am014767).- the several attempts were performed using an introducer terumo radifocus (ref rs + a60k10sq) and a hydrophilic radifocus guide (ref (B)(4)). Then an attempt was done with the guide wire from the vascular access kit. The perforation occurred when using this guide wire. The perforation of the right atrium was caused by the guide wire from the vascular access kit. Besides, the medical staff informed the sales rep that the superior vena cava and the inferior vena cava of the patient were not well aligned. They also mentioned that the guide wire is too rigid. Based on new information that the complaint is about product 12100#vak, guidewire 100cm, following investigation has been performed: a DHR review for lot amo14767 has been performed 2018-08-24 and there was nothing unusal or indicative of an issue.according to the records, product was correctly built. Maquet cardiopulmonary (B)(4) requested the product 12100#vak, guidewire 100cm for investigation in the laboratory of the manufacturer. As confirmed by the ssu (B)(4) on 2018-08-24: the product is already scrapped by the customer and is no longer available for investigation. A picture of the product label, of the complained 12100#vak, guidewire 100cm was provided by the customer. It has been detected that the expiration date is expired on 2016-02. Clinical evaluation was requested from maquet chief medical officer on 2018-08-23. According to clinical evaluation done by maquet chief medical officer on 2018-08-24: perforation issue: "according to the user, several unsuccessful attempts have been made to correctly place the non-maquet wire in reported difficult anatomical conditions. According to the user, it was then switched to a wire from the vak and through this the perforation leading to the pericardial tamponade was caused. - perforations due to guidewires are a known and documented complication. They are rather rare overall, but occur. It is always a balance between the necessary rigidity and anatomical conditions to find the 'right' wire. That may be very difficult sometimes." Overdue expiration date issue: "according to instructions for use / 1.2 / g-157 / 03 / 6.2 packaging and storage it is stated: "the device is delivered sterile and non-pyrogenic. Sterility remains assured as long as the packaging is not opened or damaged and the use-by date has not expired." Expired products may not be used, as e.g. Sterility and consistent material properties cannot be guaranteed. In this case more than two years have passed." Thus no product related malfunction could be confirmed. The most probable root cause could not be determined exactly. Corrective action: since the reported failure did not contribute to a death or serious injury, cause by a product related malfunction no corrective action is needed. In addition, at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4) contact person- (B)(6).

Event description:
According to the hospital: an ECMO procedure was put in place at 7.30 pm under general anaesthesia. A change on guide is planned to place the 13fr avalon elite catheter. An attempt of cannulation at inferior vena cava is performed using a j-guide that is inserted through the existing amecath 7fr catheter. This procedure failed despite several attempts. The procedure is complicated by cardiac tamponade by accidental perforation of the right atrium immediately identified by ultrasound. Circulatory arrest occurs quickly. Death of the patient at 8.30 pm. Internal reference: (B)(4).